Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) required safety disk and tidal volume disk replacement. There was no patient involvement.

Manufacturer narrative:
The complaint record is downgraded based on the follow-up information. This is not a valid complaint since both safety disk and tidal volume disk were due for replacement due to expiration or cycles. No additional reports will be sent for this mfg report number 2249723-2025-0000830.